Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device and power supply to harvest a superficial vein in the left lower extremity with a tight dissection, upon removal of the drapes at the end of the case, second degree burn blisters were observed at the medical aspect of the lower leg along the tunnel with ecchymosis. An ace wrap and 1% silver sulfadiazine cream was applied to the burn site. The disposable device was not retained and the power supply was moved back into circulation at the facility as the hospital reported that there was no device malfunction, but rather the experience and pt injury was related to a harvester technique issue.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).